Manufacturer narrative:
Customer reported that a pyxis anesthesia es system experienced drawer failure which resulted in drawer 2-1 being unable to open during surgery. Customer reported that patient experienced harm because issue occurred during surgery. This event is recorded on (B)(4). A field service technician evaluated the device and found no detecting of drawer failure. Drawers were tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system experienced drawer failure which resulted in drawer 2-1 being unable to open during surgery. Customer reported that patient experienced harm because issue occurred during surgery.